Event description:
The patient reportedly experienced loss of lock between the external equipment and the internal device. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Surgery to explant the patient's device has been scheduled.